Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative reports that the shock impedance has been greater than 150 ohms for a few months. There is no noise present on the far-field. The lead remains implanted.